Manufacturer narrative:
The accu-chek inform ii meter serial number for meter a is (B)(6) . The accu-chek inform ii meter serial number for meter b is (B)(6) . It was alleged that meter a displayed e-1507 and e-1500 and that the strip port is contaminated with controls. A replacement meter was sent. The test strips were requested for investigation, however, there are no test strips remaining. The product has not been received at this time. If product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from 2 accu-chek inform ii meters. The result from meter a at 5:49 pm was 206 mg/dl. The patient was given (B)(4) units of lispro through an injectable pen. The patient did not have symptoms. The result from meter a at 10:10 pm was hi. A "hi" result corresponds to a result > 600 mg/dl. The result from meter a at 10:16 pm was 381 mg/dl. The result from meter b at 10:19 pm was 293 mg/dl. The result from the customer's libre brand meter at 10:19 pm was 291 mg/dl. Both of the results (293 mg/dl and 291 mg/dl) were believed to be accurate. The result from meter b at 6:46 am was 292 mg/dl.

Manufacturer narrative:
Medwatch h6 type of investigation was updated.